Event description:
It was reported that the mobile power unit (mpu) was alarming as if there was a power outage. The patient attempted troubleshooting by plugging the mpu into various outlets in their house. The patient never lost house power, no breakers were flipped, no extension cords or surge protectors were used, and there were no kinks/breaks/tears to any of the cables. No attempts to resolve mpu alarm worked except for removing aaa batteries. The patient switched to a loaner mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical no external power alarm while connected to the mobile power unit (mpu) was not confirmed. The returned mpu was evaluated by service depot alongside known working test heartmate equipment. The mpu was connected to a test system controller and successfully operated in a mock circulatory loop for several days without any issues or atypical alarms produced. A full functional checkout was performed and the mpu passed all steps of the test without any issues. The tested unit was returned to the customer site after passing all tests per procedure. Additional information provided communicated that the mpu ac power cord did not come loose from the wall outlet or from the back of the unit, and there were no environmental circumstances that would have affected ac power at the time of the event. It was also noted that no log files were available for review. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu) was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.